Manufacturer narrative:
Exemption number e2015055. Approx 3 devices were received for evaluation; 3 events were confirmed during testing. Approx 3 devices were found to be affected by internal corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device overheated. Approx 1 reported event had no patient involvement; no patient impact. Approx 2 reported events had no known patient involvement or patient impact.